Event description:
On or about on (B)(6) 2021, plaintiff underwent placement of an angiodynamics smartport product, reference number: h787ct80stpdvi1. The device was implanted by dr. (B)(6), md at (B)(6). On or about on (B)(6) 2021, plaintiff's port was noted to have difficulty flushing and was not giving blood return. A port venogram demonstrated leakage of contrast along the catheter into the right neck. Ultrasound imaging of the right internal jugular vein demonstrated occlusion. Port removal was recommended. On or about on (B)(6) 2021, plaintiff's port was removed by dr. (B)(6), md at (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).